Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date is reported as unknown day in (B)(6) of 2005. Placeholder

Event description:
Patient was implanted with three-level prodisc lumbar artificial discs in (B)(6) 2005. Post operatively, on (B)(6) 2012, patient had a total knee replacement. After this surgery, patient had a sudden onset of severe pain as soon as the neuro block anesthesia wore off. On (B)(6) 2012, patient presented to his chiropractor due to the continuing back pain. The exam by the chiropractor indicated that the prodisc-l superior plate at l5 may have slipped out of position anteriorly during the knee surgery, and recommended additional MRI and CT scans. The patient's pain began to decrease, so patient continued with physical therapy, such as bike riding, for the knee. Patient did not have recommended images or scans taken at that time. On (B)(6) 2013 while biking, the patient again experienced sudden sharp pain, and numbness in the right leg and foot. On (B)(6) 2013, MRI and CT scan were performed. On (B)(6) 2013, patient sought a second opinion. At this time, surgeon took x-rays and compared those with the MRI and CT scan. X-rays show a possible 1-2cm subsidence of the pdl at l4-l5 anteriorly. Surgeon also stated that the three pdl implants are in good shape, but a nerve may have been pinched during the knee procedure. On (B)(6) 2013, patient had another follow up appointment. X-rays and MRI confirm that pdls at l2-l3 and l3-l4 are perfect, but the superior plate at l4-l5 has migrated anteriorly. Patient has confirmed he has reviewed his options, and has decided to seek laser treatment, with a backup plan for stem-cell option with the original implant surgeon. No further information is available at this time. This report is for an unknown prodisc-l implant. This is 1 of 3 reports for this event.